Manufacturer narrative:
Expiration date - december 2026. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name : requested, unknown . Establishment name: (B)(6). Device manufacture date: 22/01/11~22/01/15. Investigation findings - (B)(6). Investigation conclusion - (B)(6). One (1) inner needle, one (1) catheter hub, and (1) one catheter tube was returned for investigation. The catheter tube was confirmed to be separated from the hub. The full length of catheter tube was confirmed to have been pulled out from the portion between the hub and the calking pin. The catheter was not ruptured. The retention samples (5 pcs) of the reported lot were prepared and each of the catheter tube breaking strength was measured, wherein all results were shown within our specification. The catheter tube and catheter hub of our i.v. Catheter are continuously assembled by the automated machine in the following processes: I) cut catheter tube into the predetermined length and heat catheter tube end by a heated pin to make tips trumpet-shape, ii) place a caulking pin on the trumpet-shaped catheter end, iii) insert a catheter tube with caulking pin into a catheter hub, IV) push a caulking pin into a catheter hub, wherein hub inner surface and the caulking pin sandwich a catheter tube, v) we have 100% inspection to automatically check the position of caulking pin to verify if a catheter is . Properly connected. If defective insertion of caulking-pin was found, the detected products are trapped and disposed automatically. The manufacture inspection records of the reported lot number were traced back and reviewed, wherein no defective condition, which may have degraded the connection strength between catheter tube and catheter hub, such as abnormal detection accuracy of automatic inspection machine, was noted. Moreover, no similar report was received from other facilities. The probable root cause was presumed that some stress was applied to the connection between the catheter tube and catheter hub and consequently the catheter was pulled out from the caulking pin. However, we were not able to identify the specific root cause, since no anomalies were confirmed in the retention samples, and no anomalies, which may have contributed to catheter breakage, were noted in our manufacture inspection records checking. Terumo medical corporation (tmc) (importer) registration no. (B)(6). Is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(6).

Event description:
The user facility reported that the catheter of the terumo surflo i.v. Catheter involved broke. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The affected product was replaced with a new one.